Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 4 of 7 while the patient was connected. The patient line was properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or an assist device. A clamp was open on an unused line. The technical service representative (tsr) explained to the home patient (hp) to close the clamps that she did not use when setting up the machine. She said that she was not trained that way. The tsr explained to follow the steps in the manual. The tsr infomed the hp to use manual bags to complete therapy and to contact her registered nurse about the alarm. The hp said she did not have any manual bags to use. The hc was okay. Proper procedures were reviewed. There were no samples available. The lot number was not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.